Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had been going to rehab for unrelated balance and back problems, where they were putting an electric stimulator on their back on both the left and right sides. Since they started using this, their device didn¿t seem to be working and they were having a return of urinary symptoms. The device had helped the patient have a better flow and they could last longer between going and getting to the bathroom in time. Since they had the electric stimulator rehab, anytime the patient had to go, as soon as they hit the toilet, they would start leaking. After syncing with their patient programmer, they found the stimulation was on. They increased the amplitude to 2.5 and confirmed they felt stimulation comfortably. The patient was going to follow-up with their healthcare professional (hcp) if the symptoms were unresolved and they would stop using the stimulation therapy in rehab. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient started they were not getting relief. No further complications were reported.